Manufacturer narrative:
(B)(4).

Event description:
Procedure: donor nephrectomy. According to the reporter: right from the beginning, the device did not cut well. A new device was opened to complete the procedure. There was oozing of blood. No tissue damage. No unanticipated tissue loss. Operating room time not extended by more than 30 minutes.